Event description:
Physio-control evaluated the device and found that it would not complete the boot cycle and lock up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the system pcb assembly and observed proper device operation thru functional and performance testing. The device was then returned to the customer for use.